Event description:
It was reported that the patient heard audible tones coming from the device, and there were 351 short interval counts since 6-aug-10, indicative of oversensing. No lead integrity alert tripped. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the patient heard audible tones coming from the device, and there were 351 short interval counts since (B)(6) 2010, indicative of oversensing. No lead integrity alert tripped. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.